Manufacturer narrative:
Philips service replaced hard disks; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that internal disk read/write error caused imaging failure on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.